Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported when they wear their byte invisalign, it makes their mouth bleed causing bumps, sourness and irritation on their gums that they are barely able to fit on to their teeth when they put them on.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.